Event description:
It was reported that the pump touchscreen display was missing pixels. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.